Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 413 mg/dl and diabetic ketoacidosis; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged "a few hours" later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.